Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-iliac with a tlif at l4-5 to treat stenosis. Patient underwent an open laminectomy at l4, l3, l2; decompression of the thecal sac l2-3-4-5 nerve roots; correction of scoliosis and reduction of l4-5 spondylolisthesis. The patient felt an increase in back pain while doing hamstring stretches 5 months post-op. The pain has further progressed into both legs. It was found that the hardware was fractured at the l4-5 level and as a result the spondylolisthesis has returned to preoperative levels. The patient underwent a revision surgery for removal of bilateral l2, 3, 4, 5 pedicle screws, broken rods, iliac connectors. The old hardware was removed and replaced.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l2-iliac with a tlif at l4-5 to treat stenosis. Sometime prior to the 4 month follow up visit, the rods broke at l4-5. A grade 2 spondy has resulted from the breakage and the patient will likely need a revision surgery. No additional patient complications were reported.

Manufacturer narrative:
Correction: event duplicated in report 1030489-2013-00016. Going forward any new information will be file on a supplemental report for report number 1030489-2012-01870. Films were supplied for review which found: lateral view of segmental fusion/instrumentation at l2-l3-l4-l5-iliac screw. Rods have broken above l5 screws grade ii spondylolisthesis looks to have returned. Cage in place l4/5. Multiple ap and laterale x-ray copies are submitted of complex construct. Apparent iliac screws with screws as high as l2. Reported rod breakage cannot be verified due to poor image quality.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visual review confirms rod breakage. Mas crown and set screw rod interface witness marks noted on one side of the fracture. Location of fracture immediately adjacent to the tension/compression bending moment, as indicated by the set screw witness marks. Fracture surface examination identified a fairly flat fracture surface, with ratchet marks near the area of crack propagation, subsequently followed by progressive striation, which are indicative of cyclic fatigue, followed mechanical overload of the rod. Dimensional inspection confirms conformance to print specification. Chemical and mechanical properties verified by material supplier and independent 3rd party inspection. The above observations are consistent with cyclic fatigue.